Event description:
A pt of unk age and gender presented for an endovenous laser treatment. Post ablation, as the physician retracted the laser fiber/sheath from the vein to the access site, with the device removed from pt, the physician noticed that the sheath appeared to have been burnt or melted. There was no report of permanent harm or injury to the pt due to this product problem. It was noted that the procedure was successfully completed with this device.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the history records was performed for the packaging and component lots obtained through a ship history report for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the hardware service records for this account's venacure 1470 laser generator (serial number (B)(4)) noted no issues. A generator failure would not cause the reported failure to the disposable fiber. (B)(4).